Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedances of greater than 2,000 ohms and noise. The patient was brought to their clinic for follow-up and the impedances were in the mid -400 ohm range and the noise was able to be reproduced with arm isometrics. It was also noted that the patient "played" with the pocket a bit and the noise could be reproduced during that time. The episodes of noise were reviewed and it was noted that some appeared to be myopotential in nature and some appeared to look like chatter on the lead. Boston scientific technical services (ts) discussed several troubleshooting options and reasons for the out of range measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.